Event description:
Customer reported that the machine alarmed several times with a "dialysis weight alarm". Machine was set to 70 ml but 200 ml were removed. During investigation by the customer, discovered that the frangible pin was not broken correctly. Customer did not provide any info regarding the pt or whether there was pt injury or intervention.

Manufacturer narrative:
The device was not available for eval by the MFR. No add'l info was available from the customer.